Event description:
It was reported that the customer's insulin pump went through batteries faster than usual. His blood glucose level was not reported. Insulin was squirting out during the manual prime process. He experienced low blood glucose levels. In the alarm history a bad battery and a low battery alarm were found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.